Event description:
Arterial injection port and replacement fluid ports were reversed. As result, when blood was obtained for the arterial injection port, the blood was mixed with the replacement fluid. The device was examined in clincal engineering. Per their report, the arterial line was noted to have its aspiration port further from the patient than the connector for the extra fluiddevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: modification of device. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.